Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the mega needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip close cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. Other cables at wrist were undamaged. No other cable damage was found.